Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose around 2008 that resulted in a car accident. The customer's blood glucose was unknown at the time of the incident. The customer had another pump before using the current pump. The customer was given sugar to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had another accident between 2010 and 2012. The insulin pump will not be returned for analysis.